Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "one year after surgery, the nail fractured due to pseudoarthrosis.difficulty walking, revision surgery".